Event description:
It was reported that the abutment (opba) fractured on the threaded portion. The fractured piece could not be removed from the implant. The implant was explanted. Tooth location 27.

Manufacturer narrative:
One swissplus® ball abutment was returned for inspection. A visual inspection revealed that the ball abutment was fractured at the top of the threaded region. The remaining piece was stuck in the implant drive feature. The alleged complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot number. Appropriate documentation was reviewed and the following information was identified: instructions for use for swissplus® and tapered swissplus® implants 9967 rev 0-09/14 breakage implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Potential overloading conditions may result from significant bone loss (e.g. >3mm), deficiencies in implant numbers, lengths and/or diameters to adequately support a restoration, excessive cantilever length, incomplete abutment seating, abutment angles greater than 30 degrees, occlusal interferences causing excessive lateral forces, patient parafunction (e.g. Bruxing clenching), loss or changes in dentition or functionality, improper casting procedures, inadequate prosthesis fit, and physical trauma. Additional treatment may be necessary when any of the above conditions are present to reduce the possibility of breakage. A singular cause cannot be determined.